Event description:
While calling in a report that the lemaitre valvulotome blades could no longer be closed the user mentioned that they had a similar incident occur in january. The lot number of the device from january is unknown. Please note that report 1220948-2023-00069 was also submitted for the initial report that the user called for.

Manufacturer narrative:
The device was not received for evaluation. Therefore, the reported issue could not be confirmed and the root cause could not be determined. Due to similar reports, a corrective and preventive action (CAPA) was previously opened to further investigate this issue. The lot number for the device is not known. Therefore a lot history record could not be reviewed. Please note that report 1220948-2023-00069 was also submitted for the related incident.